Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient fainted. The case was then aborted due to lack of stability of the patient. Additionally, it was indicated that after the trans septal approach with the sheath going into the left side, an air bubble escaped ¿into the left side¿. The patient received hyperbaric oxygen treatment the following day. No further patient complications have been reported as a result of this event.